Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally entered too many carbohydrates into the bolus menu, and called tandem technical support for assistance on cancelling the bolus. Tandem technical support verified that 25 units of the requested bolus had already been delivered. At the time of the reported event, the customer's blood glucose (bg) level was 240 mg/dl. To prevent an adverse event, the customer confirmed having snacks and juice available. Several hours later, during a follow-up call, the customer confirmed bg level did not decrease below 192 mg/dl, and no further assistance was needed.